Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer was taken to the emergency room by ems (emergency medical services). Customer was treated with intravenous fluids of saline and "dextrose sugar water" and was discharged the same day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.